Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife had experienced high blood glucose level. The customer¿s blood glucose was in range of 400 mg/dl, 467 mg/dl and 457 mg/dl. It was reported that they had no delivery alarm. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.